Event description:
Philips received a complaint from customer biomed reporting a disconnect alarm on the v60 ventilator even when connected. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
H10: the customer rejected approval for onsite service evaluation. The final disposition of the device in unknown because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.